Event description:
It was reported that a screw came off the handpiece and fell into the surgical field during a procedure while the surgeon was finishing cutting a bone. There was no procedural delay in the case. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for svc. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.